Event description:
Per the clinic, the patient experienced a performance decrement and facial nerve stimulation with the device, resulting in a loss of benefit. Reprogramming attempts were made; however, the issue could not be resolved. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: the device remains in-situ; device evaluation is not anticipated as previously reported. This report is filed november 8, 2013. Implanted device remains.